Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. An sjm representative used their charger and programmer to no avail. The pt may undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.